Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were seen coming out of the cartridge and into the tubing. The customer's blood glucose level was not impacted. Recommendation was made for the customer to prime the tubing until air bubbles were removed.